Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The port body showed multiple puncture access of the port septum. Tool damage was noted to the cath-lock. No leaks were observed. Therefore the investigation is inconclusive for the reported difficulty in flushing and suction issues as there were no flushing and suction issue identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to unconfirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly no longer able to administer the medication. It was further reported that there was no allegedly negative and positive pressure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. No leaks were observed. No catheter kinks were visible throughout the attached catheter. The investigation is inconclusive for the reported difficulty in flushing and suction issues as there were no flushing and suction issue identified during evaluation. The sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to unconfirm that this event did not occur under clinical conditions. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information, but it may be due to placement of the valve against the vessel, positional kinking, and inadequate reach of the needle into the port, which might be exacerbated when skin is covering the port, leading to the needle possibly not reaching through the septum. The problem may be corrected by either placing the port shallower under the skin and/or using a longer needle. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procdure using powerport isp m.r.I. Implantable port. On (B)(6) 2025, post placement, it was reported that the catheter was allegedly no longer able to administer the medication. It was further reported that there was no allegedly negative and positive pressure. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly no longer able to administer the medication. It was further reported that there was no allegedly negative and positive pressure. There was no reported patient injury.